Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021, on system (B)(4). The fenestrated bipolar forceps had 7 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and/or this event. Review of the provided image was consistent with the reported complaint of broken tip of the instrument. Root cause of the failure mode cannot be confirmed without the returned device. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field implant date is blank because the product is not implantable. Information for the initial reporter is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps broke off into the patient. The team was able to locate the piece on x-ray during that procedure and retrieved it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".